Event description:
It was reported that the .. "Shaft stripped on case."

Manufacturer narrative:
The distal threaded tip of the returned reflex-hybrid quick turn insertion driver was confirmed to be broken. The lot number is unknown so it was not possible to review the manufacturing documentation. There have been 15 previous complaints reported for a similar issue involving 17 units and past investigations concluded that the primary cause was user related. Likewise, this device failure is believed to be result of the user pivoting the instrument or applying cantilever loads to the instrument when it was inserted into the bone screw. Conclusion: the most likely cause of the tip damage is user-error. The surgical technique details that while the reflex-hybrid screw extractor is attached to the screw, pivoting or angulation of the instrument should be avoided, as it can cause bending or breakage of the inner shaft. It is noted that the reflex-hybrid screw extractor inner shaft is made of (B)(4) to mitigate the risk of broken tips remaining inside the patient should the device break during surgery.

Manufacturer narrative:
Additional information has been requested and if made available will be reported in a supplemental report. Method, result, and conclusion codes will be made available following an engineering evaluation.

Event description:
It was reported that the .. "Shaft stripped on case."